Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely through merlin.net transmission, short runs of noise on ventricular lead were observed. It is unknown when the noise events started. Patient has been asymptomatic. Patient was stable and will continue to be monitored.